Manufacturer narrative:
H4: the device was manufactured from june 28, 2019 - june 29, 2019. H10: four (4) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The fill port of all samples were cut where the customer likely drained the contents. Functional testing was performed which observed a leak at the spike port cap of all samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered prior to patient use, at the compounding center. There was no patient involvement. No additional information is available.